Event description:
It was reported that "procedure: laparoscopic pancreas. Dr (B) (6) placed core cannula and cd775 with no problem. Dr. (B) (6) then inserted ethicon product down seal. After taking ethicon product out, dr (B) (6) noticed that the seal was torn. When dr (B) (6) looked further, he noticed that part of the seal was missing. He looked for the seal, and noticed that it was in the pt's abdomen. He then retrieved the defective seal. He attached another seal, and again the same thing happened. The cd775 seal tore and ended up in the pt's abdomen when placing the ethicon product down the cd775 seal. Dr (B) (6) again had to retrieve the seal. Dr (B) (6) has since used the cd775 seal once with no issues". The two seals are being filed individually under the following medwatch number: second seal: 1320894-2009-00121.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be filed.